Manufacturer narrative:
At this time the system remains implanted thus no analysis will be conducted. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that and infection was noted. This patient is implanted with implantable cardioverter defibrillator (ICD), right atrial, and right ventricular leads. A possible explant will be performed. At this time the system remains implanted.